Manufacturer narrative:
No button error alarm noted during testing. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked battery tube threads, reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were unresponsive. No significant events leading up to the alarm were recalled. The customer's blood glucose was in the 400 to 499 mg/dl range. It was advised to revert to a back-up treatment plan. Nothing further was reported.